Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were witnessed. The user was made aware of the blue pixels and chose to continue the ablation at the same power level. The user did not lower the power or come off the foot pedal in an attempt to remediate the blue pixels. It was noted that the user was firing at 128% power and the blue pixels slowly dissipated although not entirely after the user came off the foot pedal. There were no patient complications reported in relation to this event.